Event description:
A patient who was being supported with left and right ventricular assist devices (bivads) was being assisted to stand, when the nurse noticed that the patient was bleeding profusely at the right ventricular assist device (rvad) cannula connection sites. The patient lost conciousness and was immediately transported to the or. The rvad and its cannulae appeared to have been partially pulled out of the patient. In the or, it was noted that the 'ravad' inflow cannula had become detached from the heart and at the anastomosis of the outflow cannula with the pulmonary artery, both the sutures and artery were torn. Later that day the patient expired in the or. This is the first incident of this in thoratec's history of more than 1700 vad implants over 19 years. There is no indication that the cannulae failed to meet any of their specifications.